Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During treatment, the customer stated that the closurefast catheter did not function properly causing an error message to come up on the radiofrequency generator. This catheter seemed to work intermittently during the procedure but the staff could visualize a problem with the heating element that it appeared the lubricious coating peeled off in certain places. No patient injury. Investigation of the returned device on (B)(6), 2015, showed damage and stripping of the fep (flourinated ethylene propylene) material. The damage to the fep starts approximately 3cm and ends at about 4.5cm from the distal tip